Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform prime test due to motor error alarms. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported a motor error alarm on the insulin pump during the rewind. The blood glucose reading was 320 mg/dl. He stated that the insulin pump was not exposed to any strong magnetic field or MRI. He was assisted in clearing the alarm but stated that he was not able to rewind the insulin pump. He stated that the blood glucose was high due to eating a late large lunch and that he was going to treat. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.